Event description:
The customer reported that recall of a pt from the thumbnail image brings up correct data but a different pt's image. There is no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The hard drive was replaced. The sys was then found to be operating as intended.